Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation pilot pressure test step. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center and the customer's complaint was confirmed. The device's three-way solenoid valve was replaced to address the issue. There were no actionable errors noted in the downloaded event log. The device's machine flow sensor was replaced preventatively. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation pilot pressure test step. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.